Event description:
It was reported that the patient heard a patient alert. Implantable cardiac defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. The device met 99.9 percent of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): we did receive performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) in the save to disk on (B)(6) 2012 the device was at eri at less than or equal to 2.62 volt. The weekly battery voltage trend data shows a minimum battery voltage of 2.64 to 2.62 volts between (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2012.